Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that she woke up at 6:30 am on (B)(6) 2011 and found the infusion set luer connection was broken and her blood glucose measured 314 mg/dl. The pt changed the infusion set and bolused through the infusion device. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.